Event description:
It was reported that a minicap with povidone-iodine solution lacked iodine. The reporter stated that the packaging was not damaged and the device was stored at room temperature. This was found before patient use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 18 of 30.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: (device manufactured from 10/22/2014-10/30/2014). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.